Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: promus select ous mr 32 x 2.75 mm stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage with struts lifted. The undamaged crimped stent was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.

Event description:
Reportable based on device analysis completed on 31-aug-2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The 80% stenosed, 28mm x 2.75mm, concentric, de novo target lesion with a significant bend of 45 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. Pre-dilatation was performed using a non-boston scientific balloon catheter with a 75% residual stenosis. A 32 x 2.75 promus premier select drug-eluting stent was advanced for treatment but failed to cross the lesion. The device was removed and the procedure was completed with a non-boston scientific stent. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage.